Manufacturer narrative:
Report source: matls management supervisor. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided however the customer stated that the patient was a pediatric patient.

Event description:
It was reported that the tubing set separated at the ball valve and leaked in the picu department while in use on a pediatric patient. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated at the ball valve and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber. Closer inspection under magnification observed no solvent at the end of the tubing. Functional testing was deemed unnecessary due to the separation of the set. The tubing¿s internal diameter was measured and found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
It was reported that the tubing set separated at the ball valve and leaked in the picu department while in use on a pediatric patient. The customer further stated that there were no adverse effects caused to the patient from the event.